Event description:
Information received indicates during a preventive maintenance check the technician found that the power cord was causing a high ground resistance reading.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.